Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used the protégé gps 9x40 to treat a lesion in the great saphenous vein with 90% stenosis as per IFU. It was reported the stent was advanced with no resistance noted; the stent jumped and missed the target lesion. The physician used a 9x60x120 to extend the stent, to cover the lesion. The procedure was successful with no issues noted. No issues with either side of the stents. The extension was acceptable with no negative outcomes to the patient. No further clinical sequelae reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.